Event description:
It was noted that when the trial was done, the patient talked with the doctor "and told him I wanted to be off oral meds, but they farmed me out to another specialist who doesn't specialize in the stimulator". It was noted that when they put the scs in and the patient went through the trial, "I told them its working for my leg pain, but that is secondary to my back pain. Even on the table as they were putting me under I told them to move it up but they did not and it only works on my legs". See also manufacturer's report # 3004209178-2013-03983 for continuing issues after implant of long term device.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).